Event description:
Nurse reported the luer lok adaptor and cannula came off during use. It was reported that one pt experienced a posterior capsule rupture and a vitrectomy was required. The pt's visual outcome was reported to be good. It was reported that the luer lok adaptor came off during set-up on two other occasions with no pt impact.

Event description:
Surgeon reported the surgical procedure was on the left eye and the prognosis is good.